Event description:
It was reported that during a laparoscopic chole procedure, the first device was stuck on the duct and they had to pull it off. The second device was stuck on the duct and had to be pulled off the duct. The case was completed with no patient consequence, but they did not know how it was completed. There was no adverse consequence to the patient. (B) (4).

Manufacturer narrative:
The field experience of an insulation anomaly was confirmed in the laboratory. Visual analysis found clavicle crush on both the lead outer and inner insulations at 27.1cm from the connector pin. The distal coil, one of the rv cable wires, and one of the svc cable wires were all melted. It is believed that the rv and the svc electrodes arced to each other during a hv therapy delivery. No defects in materials or workmanship were noted.